Event description:
The patient was receiving shocks due to noise on the electrogram. The device showed evidence of noise reversion in the stored "egms". The noise was believed to be a lead problem so the pacing lead impedance was checked and found to be within normal range. A flouro of the lead was taken to inspect its placement and structural integrity. The lead appeared to be uncompromised by a fracture or insulation break. The decision was made to open the pocket and check the set screws. The screws were found to be tightly fixed in the header. At this time the entire system was removed. However, upon visual inspection, the lead was found to be fractured.